Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose of 22 mg/dl to 1000mg/dl. Troubleshooting found that the hospital made changes to the basal rates. The displacement test passed. The customer was advised to follow up with their doctor regarding the high blood glucose.